Manufacturer narrative:
The service tech on arrival on (B)(6) 2010 reported that he found the system functioning normally and no overheating of the disinfectant reoccurred. Company records on the system were reviewed indicating the system was released from mfg on 12/23/1997 installed and in-serviced at the hosp jan 1998. The system's data base log indicates the system performed 23,925 cycles. As for the 23,925 cycles when multiplied by 85 functions per cycle, the system performed since 1998 2,033,626 component functions. On the basis of this info, the hosp issued an emergency purchase for a new system on (B)(6) 2010. The new system was installed and hosp personnel trained on (B)(6).

Event description:
We received a phone call from mr (B)(6) on (B)(6) 2010, at (B)(6) indicating the operator left the system 83 on over the weekend and the disinfectant cidex became overheated in its reservoir. On opening the lid covering the reservoir containing the disinfectant, fumes were released into the face of the operator. Following the phone call from mr (B)(6), the service tech for that area was contacted by phone and dispatched to the hosp arriving on (B)(6) 2010 to evaluate the problem.